Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attached. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented and the capsule electrodes were visually acceptable. The delivery system did not have any visible damage. As the product was received, the device functioned according to specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. The capsule was retrieved which caused the patient discomfort. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure the esophagus appeared to be normal. The device operator was performing this procedure for over ten years. No known adverse events were reported.